Event description:
A customer contacted beckman coulter inc (bec) stating that after cleaning the sample probe of the coulter lh 750 analytical station, a leak was observed from the sample probe and coulter clenz (lh cleaner) was leaking from the bottom of the instrument which was not contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves with no face protection. The customer had no contact with the liquid and had no open wounds. Medical attention was not sought. There was no affect to patient results.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2012 to address this issue. The fse observed that the blood sample valve (bsv) sample probe was leaking from the pad upper ring where the probe attaches. The laboratory technician had placed the instrument in shutdown mode and while trying to clean the probe, the customer took it apart and pulled the probe out of the bsv causing a leak of approximately 40-50 cubic centimeters (cc) of coulter clenz (lh cleaner). When the probe was placed back on the bsv by the user, it was jammed on. The fse replaced the entire bsv assembly which resolved the issue. The cause of the leak was the sample probe was pulled from the bsv by the user. Per labeling, lh750 operator's guide (B)(4): beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).